Event description:
The homecare provider reported that the pt's nurse was using the unit, sparks started coming out the end by the applicator cup. No injury occurred to either the pt or the nurse. The homecare provider sent the unit to the MFR for repair.